Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. The subject device did not activate the thunderbeat. After the user replaced the subject device, another device activated the thunderbeat and the intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the subject device could not activate the thunderbeat if the thunderbeat or transducer was abnormal. ""8.3. Troubleshooting guide"" in the instruction manual has already described what to do if the subject device do not activate.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".